Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor therapy and urinary dysfunction/sacral nerve stim. It was reported that by 2024 they noticed that they were having a lot of pain in the ins area and pain shooting down their leg. The patient thought the ins might have migrated because it was not in its original position. The patient's house burned down in 2023, so they did not have any external equipment. The patient moved to sparks, nevada but they had not been able to find a healthcare provider (hcp) familiar with the device. The agent checked physician listings, but the closest hcp was over 100 miles from sparks, nevada. The agent sent an email to the field to see if they could help the patient find a managing hcp in the area. The patient was redirected to their hcp to further address the issue.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.